Event description:
The pt reported receiving tactile stimulation while using his implant. He also noted a decrease in performance. A CT scan showed the electrode array had migrated out of the cochlea. On 6/17/97 the pt underwent revision surgery to reinsert the electrode array. On 6/30/1997 the healthcare professional reported that the pt now receives an auditory percept on all electrodes.